Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "after use of reamer in case, decontamination staff could not remove bioburden prior to putting instruments through the wash. After going through the wash, the bioburden had still not been removed in which the decontamination staff tried yet again to remove without success."